Event description:
It was reported the gastrointestinal videoscope had an e315 error. The issue occurred during service/maintenance. There was no patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6) e1 address 2: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields d8, h2, h3, h6, h11. Corrected fields d4 - expiration date null, d4 - unique device identifier (UDI) #, d4 - unique device identifier (UDI) #1, g4 - PMA/510(k) #. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.